Event description:
Lead locking devices and laser sheath were used, then 13fr evolution was used. Physician noticed blood pressure dropping.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable g4 ¿ PMA/510(k): (B)(6). One lr-evn-13.0-rl device was returned with an outer sheath on the device. Both devices were heavily covered in a wet blood. The customer complaint/event that was entered and reported into trackwise: "patient's blood pressure dropped." The quality assurance department investigated the returned used device. Visually the device was heavily covered in a very wet blood along with an outer sheath. The device itself along with sheath had a mild bend / curvature to it, however this may have been due to the packaging it was returned in. The device was functionally inspected. Visually, the device was inspected under a microscope. Visually the evn device's tip showed no signs of any abnormalities on it. The device functions as intended. Visually no other deformities/abnormalities were noted with this device. The device history record (DHR) was reviewed, including manufacturing and quality control records and there are no signs to indicate that the device was not manufactured to current specifications. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Lead locking devices and laser sheath were used, then 13fr evolution was used. Physician noticed blood pressure dropping.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. G4 ¿ PMA/510(k): k141148; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.